Event description:
Boston scientific received information that this product was part of an infection. The system was removed except for the array due to removal difficulty of the lead segments. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.